Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported door opens and nothing turns on which was reproduced during evaluation. Visual inspection found the symptom be caused by a ground pin missing form alternating current adapter which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door opens and nothing turns on, the device does not recognize the open door. There was no known patient injury or medical intervention associated with this event. No additional information is available.